Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 580 mg/dl. The customer reported that they found that the infusion set was detached. The customer's most recent blood glucose was 117 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting for detached infusion set. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test.